Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber broke when the physician was completing the case. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber break was confirmed as visual examination identified a fiber body break between control knob and distal tip. It is probable that excessive manipulation/rough technique applied to the fiber during the procedure likely caused the fiber body break. According to the instructions for use (IFU), bending the fiber in sharp angles and pressing the fiber end into the tissue, will create stress between the fiber and the opening, leading to fiber damage, including fiber body breaks. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified a fiber body break between control knob and distal tip. The fiber was functionally tested with helium neon (hene) laser fixture. The testing conducted identified that the aiming beam appeared at the break location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber tip exhibited signs of mild detritus adhesion, indicative of prolong tissue contact, and mild devitrification at the output window. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced excessive manipulation/rough technique applied to the fiber during the procedure. These factors are likely to cause the noted fiber body break. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber broke when the physician was completing the case. A second fiber was used to complete the procedure with no clinical consequences to the patient.